Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined.

Event description:
It was reported that a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch generated a leak during patient use. The reporter stated, ¿cassette primary line breakage.¿ there was a leakage noted in the cassette primary line. There was no spillage or drug exposure to the patient and staff. There was an obvious defect noted on the tubing set. The tubing was replaced, and therapy resumed. The event was noted during infusion, and the solution or medicine used was unknown. The products were stored in the air-conditioned room in the hospital. The quantity affected is 1, and the sample is available for return. A sample photo is not available. There was patient involvement, but no patient harm. No further information is available for this complaint.

Manufacturer narrative:
Received one (1) used list #14687-15 primary plum set. As received outgoing tubing was separated from the outgoing port of the cassette. Uv light inspection of the bonding site showed insufficient solvent. The complaint of cassette primary line breakage and subsequent leakage can be confirmed. The probable cause is due to insufficient solvent application at the manufacturer. A device history review (DHR) lot # review could not be conducted because no lot number(s) was/were identified. D9: date returned to mfg: 6/14/2024.